Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not confirm the customer reported issue. No issue was found. No further action will be taken.

Event description:
It was reported that the device was returned for repair as it shuts down automatically. There was unknown patient involvement.